Manufacturer narrative:
The surgeon believes the patient's locking mechanism on the poly insert has failed and is causing a noticeable clicking noise. The surgeon will scope the patient's knee to confirm the cause of the clicking and replace the poly inserts.

Event description:
The surgeon believes the patient's locking mechanism on the poly insert has failed and is causing a noticeable clicking noise. The surgeon will scope the patient's knee to confirm the cause of the clicking and replace the poly inserts.